Manufacturer narrative:
The subject device was evaluated. Device evaluation found the device 2w output is out of range and needs to be adjusted. Device was noted to be running software version 2.2 , factory 5.0 setting and found no issue. The failure found was communicated to original equipment manufacturer (OEM) for investigation. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported during an asset return (loaner device) inspection, it was found the energy output of the 2w was out of range (power output above set point). There is no patient involvement on this reported issue. No harm was reported. No user injury reported due to the event. This report is being submitted due to the finding of energy output/power output was above the range (out of range (high) identified during device return inspection.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to e3 and h4, information was inadvertently not included on the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, and since no issues with the energy output were confirmed after test diagnostics, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.